Event description:
It was reported that review of a merlin.net transmission revealed high frequency noise that was inhibiting pacing due to possible myopotential oversensing. This is a dependent a/v node ablation patient. The patient reported no symptoms. The clinician decided not to make and changes and to monitor the patient via office and merlin.net for any subsequent oversensing and if pauses are observed then they will consider making the programming changes suggested. The device remains implanted.

Event description:
New information states that recommended programming changes were made.